Event description:
It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the calcified, distal lad. The lesion was successfully ablated with a 1.75mm rotalink burr. The device was removed and the physician noted that the tip of the floppy rtw guide wire had detached and was in the distal lad. No attempts were made to remove the guide wire tip and it remains in the distal lad. Pt's condition listed as "good".

Manufacturer narrative:
.